Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's implantable cardioverter defibrillator exhibited undersensing. Programming changes were made. The patient had no adverse consequences and will be monitored.